Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller did not report any other details regarding the event. The caller only wanted to know how much time was left on the warranty. The caller stated that the customer was recovering quickly, and didn't feel that the insulin pump had anything to do with the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.